Event description:
A surgeon reported a patient with residual cylinder following multifocal intraocular lens (iol) implant surgery with limbal relaxing incisions (lris). Additional information was received from the surgeon who stated that the patient was unable to neuro-adapt to the multifocal lenses. The patient is (B)(6) and is unable to see numbers, and driving at night is difficult. In his opinion, the iol did not cause or contribute to the event and the patient has poor quality of vision in each eye. The patient had both lenses exchanged. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There was one other complaint reported in the lot number. Additional information was requested and received. (B)(4).